Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. Co therefore considers this report complete.

Event description:
The customer was vomiting and hospitalized for high blood glucose and dka. It was reported that the customer changes the infusion sets every five days. Troubleshooting was performed. The programming, insulin concentration, and bolus history were correct. In addition, a fixed prime test was completed and insulin exited. The high-pressure test passed within specifications. The customer and replacing the reservoir/infusion set, the customer was reconnected to the pump.